Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 700 mg/dl. The customer's current blood glucose was 386 mg/dl and recent blood glucose is 200 mg/dl. The customer experienced symptoms such as nausea, difficulty breathing, couldn't stay conscious. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The customer performed high pressure test and it did pass. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08770 inches. Unit received with corroded battery tube. Unit received with cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners and minor scratches on lcd window.